Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgical intervention to replace her scs ipg. The patient reportedly lost stimulation therapy approximately six months ago. Preoperative testing of the patient's scs ipg found the ipg was inoperable due to a lack of recharge. In addition, effective stimulation was reportedly restored postoperative.